Event description:
It was reported that during a breast biopsy, the marker wouldn't deploy. The doctor removed the marker from the cannula of the probe, tried to manually deploy the marker and the shaft of the marker would bend but not deploy. The doctor tried a second marker and the second marker wouldn't deploy. The doctor decided not to install a marker and completed the case with no pt consequence.

Manufacturer narrative:
Date sent: 6/30/2008. Other#: d9eg9j (batch # for device b); exp date: 11/2012 (device b). (Device b): 12/2007. Clear tip sheared at distal tip. Evaluation summary: devices a and b were received with the introducer tip sheared off and missing. Device a was received with the collagen plug, which denotes that the marker clip had not been deployed. Device b was received without collagen plug. Each device is visually inspected and functionality tested during the mfg process. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.